Event description:
It was reported that there was a touchscreen issue. There was no patient involvement at the time of the event, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer is in progress with the unit repair and requested verification of part number and account information for ordering part. The remote support engineer (rse) provided the part number for v60 touchscreen and account number requested by customer. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts identification; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.